Event description:
New information states that the lead also exhibited loss of capture. The lead was capped and replaced on (B)(6) 2019. The patient was in a stable condition before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited out of range high impedance. The lead also exhibited high threshold. Increasing trend in impedance levels were noted. The impedance alert was increased to a higher range. Lead replacement was discussed. The patient was in a stable condition.